Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned tasp confirms it is fractured above the post starting on the lateral side and moving towards the medial side and shows signs of repeated use. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined, however, the fracture was consistent with common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A tibial articular surface provisional was returned as needing replaced and fractured. No additional information is available.